Manufacturer narrative:
The device has not been received to date. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the filter of the endoscope reprocessor used in combination with the rhino-laryngo videoscope had not been replaced since october 2021. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the endoscope reprocessor that was used with the rhino-laryngo videoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon may have occurred because the site staff in charge of cleaning the facility had changed due to human error and the timing of water filter change had not been taken over, but it was not possible to determine the factor that the timing of water filter change had not been taken over. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It has been over 7 years since the subject device was manufactured.